Event description:
Information was received that the surgeon believes he found a recurrent radiological symptom occurring during use. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Information was received that confirms that the initial report MFR # 3006179046-2022-00143, submitted on march 9, 2022, is a duplicate of MFR # 3006179046-2022-00121. Report MFR # 3006179046-2022-00143 is not needed. Any additional information for the reported event will be submitted under MFR # 3006179046-2022-00121.